Manufacturer narrative:
Concomitant products: (B)(4), competitor implantable cardioverter defibrillator, (B)(6) 2007; (B)(4), competitor implantable pacing lead, (B)(6) 2007. (B)(4). No eval explanation: lead not returned to manufacturer.

Event description:
It was reported that the lead had a possible fracture. The lead had high impedance, high thresholds and possible insulation damage.it was noted by the physician that the implant was "difficult" and resulted in the lead prolapsing in the superior vena cava area. It was also noted that the lead developed loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead had been capped three days post implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.